Event description:
Pt with jaundice placed on bili-light bed at home. Within about 4 hrs the pt developed severe sweating. The pt was taken off bili-bed and rehospitalized, where treatment for jaundice was completed successfully.